Event description:
It was reported that the ilet would not power on after the user attempted a supply change, despite correct placement on the charging pad with the charging indicator lit, and the user transitioned to backup therapy. Symptoms included hyperglycemia with a reported maximum blood glucose of 350 mg/dl over several hours without ketone testing, medical intervention, or assistance. Outcomes included temporary disruption of insulin delivery requiring use of subcutaneous insulin with a pen. Investigation included customer interview and troubleshooting confirmation of correct charging orientation and indicator status and inspection of the returned device. Investigation of this device revealed a device power failure consistent with a hardware issue affecting the sleep/wake or power function. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to an internal hardware failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.